Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that test strips were missing from the onetouch ultramini kit. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 between 11-11:30am. The patient does not manage her diabetes with oral medication or insulin. It is unclear what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. Forty-five minutes after the alleged issue occurred, the patient claimed she developed symptoms of shaking and sweating. At an unclear time following the alleged issue the patient administered self-treatment by consuming more food/drink. At the time of troubleshooting, the csr verified that the closure seal on the packaging was intact prior to opening the kit. The csr noted that test strips were missing from the kit. Test strips were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.